Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with low vault. Due to lens rotation not associated with low vault, the lens was repositioned. This did not resolve the issue. The lens was exchanged with a same length lens implanted vertically. This resolved the problem. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
E1 - name and address: (B)(6). Claim # (B)(4).

Manufacturer narrative:
B5 - per the reporter "after the replacement surgery, the lens was re-rotated. But, the problem was resolved after replacement and repositioning". H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
D2 - common device name phakic toric intraocular lens, product code: mta corrected to qcb claim #(B)(4).